Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation tests". The patient's concurrent conditions included overweight. Concomitant products included ibuprofen since (B)(6) 2009, ibuprofen since (B)(6) 2010, naproxen sodium (aleve) since (B)(6) 2009 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and abdominal pain ("abdominal pain"), 16 days after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("psych injury/mood swings"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, back pain, abdominal pain, menorrhagia, hypersensitivity, depression, vaginal haemorrhage, mood swings, migraine, tooth disorder, weight increased, allergy to metals and dysgeusia outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, depression, dysgeusia, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received- new events abnormal bleeding (vaginal), migraine/headaches, dental problems, weight gain, nickel allergy, metallic taste in mouth and did not undergo essure confirmation tests were added. Event psych injury was updated to depression and mood swings. Event onset date was added. Concomitant drugs were added. Patient's height and weight were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity") and psychological trauma ("psych injury"). At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, back pain, abdominal pain, menorrhagia, hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events : perforation: fallopian tubes, pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), hypersensitivity, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.